Event description:
Colombia. Allegedly, a patient underwent an ultrasound that revealed a device rupture in the left breast, siliconomas in the left axillary region, and additionally presented with bilateral grade iii ptosis. The investigation is ongoing.

Manufacturer narrative:
As stated in literature: ¿granuloma´s true incidence in the total population of women with breast implants is unknown. The specific cause of silicone granuloma formation cannot be determined from the scientific literature.¿ (nordstrom, 1988). ¿the development of a silicone granuloma could be associated, at least in part, with the presence of chronic low-grade infection that opportunistically and preferentially resides on the foreign material.¿ (nordstrom, 1988). ¿clinically apparent silicone granulomas are a relatively rare complication of breast implant placement, and surgical resection is indicated when they are symptomatic or of diagnostic concern.¿ (nordstrom, 1988). ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel et al., 2013). Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: granuloma (siliconoma): "these are benign lumps that can form when body cells surround foreign material such as silicone. Like any lump, it should be further evaluated to rule out a malignancy". Ptosis "the ¿waterfall effect¿ is a descriptive term to indicate sliding ptosis of parenchymal breast tissue over a fixed or encapsulated implant. It occurs more frequently than surgeons anticipate and especially over the long term after augmentation. Certain breast implants are more prone to contribute to this problem as are implants placed in submuscular pockets that ride high, especially in women with anatomical musculoskeletal variance or asymmetry". Rupture: ¿breast implants can potentially remain intact for decades in the body, but all such devices will fail at some point. Breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is most likely to occur; the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress, and weakening during implantation, age and design of the implant, submuscular rather than sub-glandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture¿. Establishment labs requests the unit to confirm the event and to perform the corresponding testing (including but not limited to: revision and characterization under the microscope of the rupture section, mechanical testing according to approved standards, etc.). For this specific case, the devices will be returned. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time.